Manufacturer narrative:
Device analysis indicated device failure. Device analysis report is attached. This report is submitted on (B)(6), 2023.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2023. The patient was then reimplanted with another cochlear device on (B)(6) 2023. This report is submitted on july 18, 2023.

Manufacturer narrative:
This report is submitted on december 17, 2020.

Event description:
Per the clinic, the patient experienced a subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report.